Manufacturer narrative:
The returned device was received in the clip deployed condition. All external observations of the device were normal as were all internal handle component observations. Bent vessel locator wings were discovered once the vessel locator was exposed, however, there was no other abnormality noted and the pusher body to shaft joint bond was intact. No malfunction of the device was detected and a review of the lot build device history record did not produce any relevant findings for this complaint and its report. Combined, all complaint related info produced a root cause that was undetermined.

Event description:
It was reported that a physician in training in the use of the starclose device, attempted closure of the common femoral artery after a diagnostic procedure. Reportedly, after deploying the clip, the device required applied force for removal. The clip deployed in the tissue of the pt instead of the artery. The clip was pulled from the tissue with hemostats and compression was applied to achieve hemostasis. There were no adverse events. No add'l info was available.